Event description:
Customer alleged that a patient fell out of the bed on the pt left side. He alleged that the intermediate siderail would not latch. The pt required stitches above the eye due to the fall.

Manufacturer narrative:
Customer stated that he noticed the bolts holding the siderails were loose. He also indicated the linen could have been the cause of the siderail malfunction. The hill-rom technician inspected the bed and found account had tightened bolts and all siderails were latching property.